Event description:
It was reported that the customer received the motor error alarm on the insulin pump while rewinding. The customer also mentioned motor error alarms in the alarm history of the insulin pump. The customer's blood glucose was normal and did not require medical attention. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.